Event description:
It was reported that the patient's right ventricular (rv) lead exhibited loss of capture due high capture threshold. Furthermore the rv lead exhibited noise. The rv lead was capped and replaced on (B)(6) 2023. The patient was stable throughout the procedure.